Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported spontaneous unpairing of the transmitter. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported spontaneous unpairing of the transmitter was not confirmed. A probable root cause could not be determined via data.